Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a swollen downstream occlusion (dso) seal. Review of event history logs was not applicable. Functional testing was performed and the reported issue was replicated; the pump was found to be over-delivering. The root cause was determined to be the expulsor. The expulsor was to be sanded and/or replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was over-delivering. It is unknown if there was patient involvement, no adverse patient effects were reported.